Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the complaint device is not being returned, it was implanted in the patient, therefore unavailable for a physical evaluation. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. A manufacturing record evaluation was performed for the finished device lot number (6l80716), and no non-conformance was identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by affiliate via complaint submission tool, 2 of the gii qa+ #2 eth cp-2 *ea. The anchor thread broke while the surgeon was sliding it without over tension, before tying the knot. The problem occurred with the 2 implants used. Regular user, this is the first time that the surgeon has encountered this problem. There was a surgery delay of 10 minutes. Use of 2 additional anchors, larger, so 4 anchors in the radius including 2 thread less which are useless and 2 too large. Devices are still implanted.